Manufacturer narrative:
Device evaluation summary: visual review confirms rod breakage. Significant fracture surface smearing noted. Microscopic examination of the undamaged areas of the fracture surfaces identified a fairly flat fracture surface with gently convex progressive striations through the cross-sectional area of the rod, which are indicative of cyclic fatigue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other: pseudarthrosis. This part is not approved for use in the united states; however a like device catalog #: 1556200500, 510k #: k131321, UDI#: (B)(4) was cleared in the united states. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Radiographic image review result: post-op x-rays for long segment fusion at mid thoracic to pelvis. Rod fractures are present at the lumbo sacral junction. Multiple interbody grafts are present. The graft at the thoracic lumbar transition appears anteriorly positioned. The construct stops at the apex of thoracic hyphosis and appears poorly contoured. Fusion status is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent plif(posterior lumbar interbody fusion) at l5/s due to bone fusion at l5/s was not achieved. Post-op, both the rods were broken because bone fusion at l5/s was not achieved. Hence on (B)(6) 2020, a revision surgery was performed in which replacement of the rod was performed, and the rod was reinforced. And the screw at th9 was removed during the re-operation. There were no fragments of the reported product remained in the patient's body and no delay in overall procedure time. Patient complication is unknown at this time.